Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The data you provided has been carefully analysed. The available iegms confirmed the presence of noise on rv channel as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - noise was noted on a homemonitoring follow-up iegm. The lead will be replaced in the near future. No adverse patient side effects were reported. All available information suggests this lead remains implanted.